Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states

Event description:
It was reported that the device was unavailable for use during a hypoglycemic event. The patient experienced low blood glucose levels and received an error message on the performa system. The daughter in law immediately transported the patient to the emergency room. The patient began to hallucinate and was unconscious. At the hospital, the patient received a blood glucose result of 25 mg/dl. The patient was treated with insulin, heart medication, and other unknown medications due to organ paralysis. The patient was hospitalized from (B)(6) 2019 to (B)(6) 2019.

Manufacturer narrative:
The investigation determined that the blood glucose meter produced the correct alert or error message to alert the customer that they were attempting to test with a code key and test strips that expired in 2011. The system performed as intended.